Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Malpositioned stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. Malpositioned stent is an established risk associated with use of the device, which is clearly specified in the product''s labeling. Based on the information received, the root cause of the reported event could not be conclusively identified; however patient anatomy was a contributing factor. The IFU (g2w) notes that the safety and effectiveness of the trabecular micro bypass stent has not been established for implantation of more than two (2) stents in one (1) eye. MFR# (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, both stents were inadvertently implanted in the scleral spur- described as trabecular meshwork (tm) margin due to patient anatomy which was characterized as "deep set eye and shallow anterior chamber". Per report, the procedure was completed with the implant of two (2) stents from a back-up device. There was no report of patient injury. Through follow-up, the patient''s one (1) week postoperative status was described as "really good with four (4) functional outlets around the cone, and the iris well down with a pronounced scleral spur".